Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump was not infusing.

Manufacturer narrative:
Additional information was received indicating there was no patient involvement, device evaluation (completed 01-apr-2022): one device was returned for analysis in used condition. Visual inspection showed the housing was damaged. Functional testing included delivery accuracy testing and found that the device was within the published specification of +/-6%, but was over delivering the control limit specification of +/-3%. The expulsor was trimmed to bring the pump's delivery into a more nominal range as a preventive measure. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was manufactured sep. 2015, and is out of warranty therefore, no manufacturing DHR review is needed.